Manufacturer narrative:
H10: h6: the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus functional testing could not be performed. Visual inspection of the customer provided picture identifies the unit but does not provide complaint related information. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. Review of the product instructions for use found adequate warnings and precautions to prevent damage to the device during use. A review of risk management files found that the reported failure was documented appropriately. A review of the operations service manual found the following warnings and precautions do not allow patient contact with grounded conductive objects, such as a surgical table frame or an instrument table, to avoid risk of shock. Grounding pads should not be used. Do not contact metal objects with an activated wand. Electrodes should remain separated from other electrosurgical equipment to avoid inadvertent electrical coupling between devices. If a power cord other than the power cord from the manufacturer is used, please ensure the power cord complies with the voltage and current rating listing on the back panel of the controller. Failure to do so may alter the performance of the controller. A relationship, if any, between the subject device and the reported event could not be determined. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during a surgery the quantum 2 had a spontaneous shutdown, when it was restarted the device turns on but only the coagulation mode was working so the ablation mode was not working at all. The procedure was successfully completed without delay. The procedure was completed with a competitor device, the surgeon used another shaver system. No complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.